Event description:
It was reported that post op a gastric bypass procedure, this device and other competitive devices were used in the original procedure and the patient returned to surgery for a post op bleed. The patient is currently fine and has been discharged. The device was discarded. The cause of the bleeding is unknown.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Per the rep: the following was requested: were you present in the room? Yes for original procedure. Where was the bleeding? J-j closure/jejunum. Amount of blood loss? Unknown. Did the patient require a transfusion? Yes. What was done to stop the bleeding? Over sew w/ endo stitch. What did the staple formation look like? Great. How long after the initial procedure did the patient return to the o.r.? 36-48hrs. What color cartridge was used? Blue. How is the patient currently? Great. Is the patient expected to have full recovery? Yes.